Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Per surgeon: patient with left hip implants clearly has metallosis, and we can see on x-ray that the center of the femoral head is not congruent with the center of the femoral stem, indicating that there is significant wear at the trunnion. I anticipate revising him soon.